Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It may be possible that the distal sheath was entrapped or restricted within the lesion causing resistance and preventing the thumbwheel from rotating; however, this could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery (sfa) that was 50% stenosed. A 7.0 x 80 mm absolute pro stent delivery system (sds) was advanced to the lesion and crossed successfully; however, during deployment, a significant resistance was felt when rotating the thumbwheel and the stent partially deploy but did not release from the sds. The sds was removed from the patient and a new absolute pro was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.